Event description:
A report was received that stated during an injection, the needle became detached from the syringe. There was no patient or clinican injury reported.

Manufacturer narrative:
The device is currently being evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.